Event description:
It was reported while stimulation is turned on, a shocking or jolting sensation occurs. There was no known accident or incident related to this complaint. The patient began feeling this last thursday (july 24) when he tried to turn his neurostim on. He is feeling the stim up and down his back. The patient was at home. The patient was redirected to his physician. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.